Manufacturer narrative:
Date sent to FDA: (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-21112019-0000601975 submitted for adverse event which occurred on (B)(6) 2019. Mwr-21112019-0000601974 submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2017 and mesh were implanted, due to prolapse, cystocele, and stress urinary incontinence. It was reported that she experienced pain following the procedure and underwent a pudendal block on (B)(6) 2017. It was reported that the patient underwent revision surgery on (B)(6) 2018 and (B)(6) 2019. No additional information was provided.